Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid in the outer tubing overlay, and blood in/on the helix mechanism and sleeve head. The inner tubing was kinked/buckled and there was apparent explant damage. The outer tubing overlay was breached/cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead was undersensing, had high thresholds, sensing difficulty and appeared to be dislodged on flouroscopy. The physician was unable to move it with manipulation and requested a new lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.